Event description:
It was reported that the left ventricular assist device was explanted on (B)(6) 2025 due to infection (fungemia) and recovery. The outflow graft was removed, and the apex was closed with bovine pericardium patch. It was said that the device operated as expected and no other support was initiated. The device was also to be returning. It was later reported that the patient experienced symptoms of nausea and vomiting. Cultures identified candida parapsilosis. The infection was treated with micafungin, liposomal amphotericin, and 5-flucytosine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
D9 - date returned to manufacturer - correction. Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported infection. Furthermore, a specific cause for the infection, as well as a direct correlation to (B)(6), could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.0¿ from the pump header. Two additional portions of the pump cable were returned, measuring approximately 3" and 11.5". The remaining 5¿ portion of the pump cable (including the inline connector) was returned attached to the modular cable. Approximately 3.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Incidental finding: the white alignment arrow printed on the pump cable inline connector was worn off. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and patient handbook also contain information on how to clean and care for the driveline. Both documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions users to call their hospital contacts if they think the driveline is damaged (or might be damaged). The IFU and the patient handbook provide additional instructions regarding driveline care and inform the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the left ventricular assist device was explanted due to infection (fungemia) and recovery. The outflow graft was removed, and the apex was closed with bovine pericardium patch. It was said that the device operated as expected and no other support was initiated. The device was also to be returning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.